Manufacturer narrative:
Additional and corrected information provided in a.1., a.2., a3., d.1., d.4., and h.4. Additional information provided in d.9., h.3., h.6., and h.10. The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. The optic was cut from edge past center of the lens, typical of insertion and removal. The lens was cleaned with lphse for further evaluation. The optic was torn/split near the edge and had a large gouge in the optic edge. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not indicated. It is unknown if qualified products were used. The attached photos in the file appear to be of the returned sample. The reported lens damage was observed. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, after insertion in the eye, the lens had "imperfections." The iol was removed. There was no report of patient harm.